Manufacturer narrative:
The reported event of a sheath puncture could not be confirmed; however, skiving was confirmed. Resistance was noted near the medial area of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the medial area of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving and the reported device puncture remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a mitraclip implant procedure, resistance was noted when inserting the needle through the introducer. The sheath was replaced but the sheath was punctured when inserting the transseptal needle. An agilis introducer was used for transseptal however, the guidewire was unable to be inserted through the femoral access site due to tortuous right and left veins and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.